Manufacturer narrative:
The recipient is reportedly experiencing a staphylococcus infection.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The recipient will be treated with oral antibiotics for two weeks. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted for medical reasons. The recipient is reportedly doing well. The company was informed that the explanted device will not be returned to the company. A review of the device history record revealed no rework. This is the final report.